Manufacturer narrative:
Evaluation of the returned benchmark confirmed a leak coming from near the hub beneath the stain relief. During decontamination, the device was flushed with the bleach solution, and the solution was observed exiting the catheter from beneath the strain relief. The device was then flushed with air while submerged in the solution, and air was observed exiting the catheter from the same location. Further evaluation revealed that upon unraveling the strain relief, the device was kinked, and a hole was present beneath the strain relief. Probable cause of this damage may be forceful mishandling of the device at extreme angles during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using a benchmark 6f 071 delivery catheter (benchmark), non-penumbra catheter, a non-penumbra sheath, and a t connector. During the procedure, the physician placed the non-penumbra sheath in the origin of the left internal carotid artery. Next, the physician advanced the benchmark containing the non-penumbra catheter in the carotid siphon, the non-penumbra catheter was then removed. Subsequently, when the physician closed the t connector, blood was noticed to be leaking between the hub and the metal reinforcement segment of the benchmark. Therefore, the benchmark was removed. The procedure was completed using a new benchmark and the same sheath. There was no report of an adverse effect to the patient.